Manufacturer narrative:
(B)(4). The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had come out of the epidural space due to a broken suture. One contact was detached from the lead and was retrieved from the patient's body. It was also reported that the damaged to the lead happened prior to the surgery. The lead was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.